Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported the patient¿s issue was not occurring at time of call, so no troubleshooting was performed during call. When asked, patient said the stimulation was for both feet, ankles and down. The patient mentioned something wasn't working right, and it was taking longer for controller to find device especially when he was trying to recharge ins. The patient said that he had been taking out the battery to reset it and had done this a few times over the weekend. The patient stated that his stimulation stopped once and his pain was returned. The patient noted he once received message screen to call manufacturer. However, all he recalled was that it said function 04. It was stated during the call, the patient activated screen and controller connected to ins, controller battery at 100% and ins battery at 90%. The patient stated he recharged twice a day and already recharged ins this morning. The patient noted his last reprogramming session was in (B)(6) 2018 with representative. It was noted the pain was killing him and patient had not been able to sleep for the last two days due to pain and patient did take sleep medication. This would consider a sudden change in therapy and symptoms. It was mentioned controller was not charging ins as good as it was before and return of pain in ankles, controller said stim was off. The patient had pain in ankles and couldn't sleep due to pain, message screen, function 04. A replacement recharger would be sent to patient. No further complication and no symptoms were reported.